Event description:
Individual transported from bedroom to bathroom on blue bath lift with no problems. Safety belt strapped across her at this time. She was positioned over the bathtub to be lowered down. Registered nurse had difficulty trying to lower her down as the lift would not lower. Individual moved at this time towards her right side and rolled over the right side and rolled over the right side of the tub. Registered nurse tried to break fall but individual fell to the floor. Individual received laceration above her eye and several bruises. No broken bones.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided. The device was not destroyed/disposed of.